Event description:
Customer reported erroneous low creatine kinase (ck) test results were obtained for two patient samples when using the unicel dxc 600 synchron system. The customer repeated the samples on another analyzer and obtained correct test results. The erroneous test results were not reported out of the laboratory. Customer identified a leaking reagent syringe and tightened the syringe. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the analyzer and replaced the t-valve that connect to the loose reagent syringe. As of (B)(6) 2012, there have been no further calls for this issue. This is one of two events reported by this customer. The related MDR is 2050012-2012-00324.